Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on with functional auditory and vibratory alarm. The display screen remained blank when the pump powered on. The pump was opened for investigation and revealed the display was cracked. The damaged display was replaced with a test display and illuminated properly. Complete investigation was not possible due to the damaged display screen. Investigation also revealed the piston cap was detached and missing from the pump.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: damaged display